Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was not impacted, procedure was completed as scheduled. It was reported to philips that system had generated alert that "tube current out of range". Upon checking with the customer, quote for evaluation and repair service was sent to customer however customer did not accept the quote and quote rejected. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the x-ray generator¿s tube current was out of range, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.